Event description:
On (B)(6) 2026, a patient received a scheduled radiation therapy fraction on a linear accelerator using the elekta mosaiq/sequencer record and verify and varian 4d console treatment system. Pretreatment imaging (cbct and kv) and treatment delivery were completed without apparent errors at the treatment console. However, the mosaiq sequencer failed to record the delivered fraction** no system alert, warning, or lockout was generated to indicate that the treatment data had not been written back to mosaiq. The system allowed normal workflow to proceed, a generic "communication error" acknowledged by user was later found in system logs, but no message notifying staff of a failure to record treatment was shown at the time of delivery. Because the software did not register the (B)(6) 2026 fraction, mosaiq continued to show one remaining treatment on the patient's initial plan. As a result, the patient ultimately received one additional fraction (31 delivered vs. 30 prescribed). The manufacturer (elekta) reviewed sequencer data, recorded verify logs, and 4d console logs and confirmed that treatment was indeed delivered on (B)(6) 2026, but the mosaiq system did not record or store the treatment fields. The lack of any warning or safety interlock indicating a missing treatment record allowed the treatment session to proceed and contributed to the patient receiving an unintended extra fraction. Product: elekta's mosaiq record and verify software 19188-ro03 version 2.81.